Event description:
Patient went to the or during the month for repair of right hip from mva the next day. He was anesthetized, intubated and on mechanical ventilation in supine position. He was then repositioned to his left side on the jackson imaging table which was straight and flat at that time. His right leg was placed in a "candy cane" stirrup. Sandbags were being placed. The crna took the remote control and pushed the right tilt button in order to position the table only slight to the right. At the time she pushed the right tilt button, she immediately heard a noise described as a "click" or a "metal cracking sound" or a "grinding noise" and the table instantly tilted to the left to an angle of approximately 45 degrees. The patient landed on the floor on his left side/prone and became extubated in the process. Code blue was called; patient was reintubated, c-collar and backboard placed. Patient had 1/4 in cut above right eyebrow.